Event description:
This male patient was admitted for coronary intervention of a de novo, highly calcified, 75% stenosis in the distal circumflex artery (lcx). The vessel was described as highly tortuous. The lesion was predilated with an unknown ptca balloon. A 2.5 x 28mm cypher stent was advanced toward the lesions; however, it would not cross the target site due to high calcification and high tortuosity. When the cypher was retrieved from the patient, the physician confirmed that the struts at the proximal end of the stent were flared. The procedure was finished successfully with the implant of a different cypher. There was no patient injury reported.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received by cordis. Cypher is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.